Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The g2 field was corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, physical stress was applied to bending section cover (a-rubber) and insertion section during user handling which caused leakage. The water invasion of the device led to damage of image sensor unit. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following section of the instructions for use: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii bronchovideoscope had failed the leak test. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the display screen had no image (black). This report is to capture the reportable malfunction of the no-image, black display noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: leak from the bending section cover; leak from the insertion tube; charge-coupled device shrink tube was damaged; bending section cover had a hole; bending section cover glue was cracked; and the insertion tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.